Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately seven weeks post implant the implantable cardioverter defibrillator (ICD) system was removed due to an infection. The ICD system was not replaced. No further patient complications have been reported as a result of this event.